Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. At the time of the call, the caller was unable to perform a pump reset due to the absence of a charger and was advised to follow up with technical support when a charger was available for a pump reset.